Event description:
It was reported that there was an apparent lead fracture, low impedance, and high thresholds, and that in bipolar configuration there was no sensing and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.